Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the circuit board unit inside the scope connector was contaminated and no image was displayed. Based on the results of the investigation, it is likely the e227 error occurred due to corrosion of the plug unit. In regards to the contamination on the circuit board unit inside the scope connector, it is likely this issue occurred due to water leakage. Lastly, the loss of image occurred due to a damaged charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed an e227 scope communication error. The issue occurred during set up and there were no reports of patient involvement.